Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The oxygen blender was replaced to and the device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire medical that the unit was delivering a lower amount of oxygen than expected. It is unknown at this time if there was any patient involvement associated with this reported issue.